Event description:
It was reported that piece of pressure tubing slipped through hub..

Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) double dpt - vamp adult kit. Kit appeared not used. Tubing (on arterial line, red label) was broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Unit 2 - customer report was confirmed. Rec'd (1) double dpt - vamp adult kit. Kit appeared not used. Tubing (on arterial line, red label) was broken off from bond joint with the female connector (attached to zero-stopcock). The same tubing was also broken at uv bond joint with vamp adult. Tubing was bent at sites of damage.